Manufacturer narrative:
On (B)(4) 2014, the customer identified a loose tube, the top tube on pinch valve pv49, had become disconnected. The customer replaced the tubing and resolved the leak. Failure mode: attributed to worn tubing at pinch valve pv49. The instrument generated an error condition: "diluent comparison out of limits" which alerted the customer to an instrument problem. (B)(4).

Event description:
Customer reported a leak when using the coulter lh 500 hematology analyzer. The instrument generated an error condition: "diluent comparison out of limits." The customer identified a leak of about 2 ml of clear fluid. The leak was contained within the analyzer. The operator was wearing personal protective equipment of lab coat and gloves. There was no biohazard exposure to mucous membranes or cuts. There were no erroneous test results associated with this event. There was no death, injury or affect to user or patient treatment.